Event description:
In 2008, the sales rep reported that during a thoracolumbar procedure after all the pedicle screws were in place the surgeon implanted a medium speedlink connector at the superior end of the construct, and proceeded to implant a larger connector onto the rod. After tightening down the two ends and the center with the torque wrench, the surgeon did not like how close the center of the cross link was to the dura, so the surgeon unlocked the cross connector and bent it to avoid the dura. When the surgeon started to lock down the lateral locking cam, it fell off. The surgeon retrieved the cam and removed the link implanting another large cross connector in its place. The surgery was extended by 10 mins. There was no reported injury to the pt.

Manufacturer narrative:
Request has been made to obtain the product. Eval is pending upon the return of the product.